Manufacturer narrative:
PMA/510k # ¿ exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, laser lithotripsy for kidney stones, two ncircle tipless stone extractors failed during the procedure. The basket wire broke on one of the devices and on the other device, the basket completely broke off. The issues occurred during a prolonged attempt to retrieve stones from the kidney, after laser lithotripsy. The laser and stone extractors were not deployed simultaneously. There was no negative impact on the patient, and the procedure was completed successfully. The device where the basket wire allegedly broke is supposed to be returned to the manufacturer. The other device is not available for return. Additional information has been requested regarding the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Event summary: as reported, during a ureteroscopy, laser lithotripsy for kidney stones, two ncircle tipless stone extractors failed during the procedure. The basket wire broke on one of the devices and on the other device, the basket completely broke off. The issues occurred during a prolonged attempt to retrieve stones from the kidney, after laser lithotripsy. The laser and stone extractors were not deployed simultaneously. There was no negative impact on the patient, and the procedure was completed successfully. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause of the reported event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.